Event description:
It was reported that (1) device was used du ring a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips do not close the artery normally. The case was completed using a competitors device. There was no consequence to the pt.